Event description:
Procedure: lap cholecystectomy. According to the report: while using the instrument during a lap chole procedure one of the jaws of the device snapped off and fell into the abdominal cavity. This piece was subsequently retrieved. No patient injury was reported.

Manufacturer narrative:
(B) (4).